Manufacturer narrative:
Investigation findings show that the cause of the problem was corrupted software. Biomed verified the reported issue and corrected the issue by a software restart. After further investigation using information and logs gathered from this complaint, it was determined that the dotted wave form would start to appear during admit/discharge or when a dialog box was opening. The waveforms will return on their own after a few seconds. There is no impact to alarm functionality. This matter is considered to be closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.